Manufacturer narrative:
Items returned for evaluation: pusher. Items not returned for evaluation: implant, introducer, dispenser hoop, shrink lock, microcatheter, v-grip. The visual analysis of the returned items found the implant not attached to the pusher, but the heater coil did not show signs of activation using a detachment controller. The implant and the monofilament were not returned for evaluation. The investigation of the returned coil system found the pusher returned with no implant attached. The implant was not returned for evaluation; furthermore, the attachment monofilament was not present in the pusher. Without the return and evaluation of the implant and monofilament, the investigation is unable to determine the mode of separation (i.e., unintentional vs normal detachment using a detachment controller). Since the investigation could not verify the mode of implant separation due to the absence of the implant and monofilament, the reported event is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
No additional information was received.

Event description:
It was reported: a 4mm stent was implanted and a coil was inserted into a jailed sl-10 microcatheter without problems. When about 1 cm of this coil came out from the tip of the microcatheter, slight resistance was felt. The coil was then attempted to be withdrawn, but the pusher detached. The coil was therefore withdrawn along with the microcatheter and was removed from the patient. The microcatheter was reinserted into an aneurysm, and five other coils were implanted. The procedure was successfully completed with no patient health damage.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue of detachment and incident as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.